Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the hospital emergency department after having received shocks. An interrogation of the device found that the patient had received multiple shocks for ventricular fibrillation episodes; however, these were suspected to be supra ventricular tachycardia (svt) and the shocks were thought to be inappropriate. Changes were made to the patient's oral medication. The device remains in use. No further patient complications have been reported as a result of this event.